Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02802, 1627487-2020-02803, 1627487-2020-02804. It was reported the patient experienced pain at the anchor sites. Surgical intervention took place on (B)(6) 2020 wherein the anchors were explanted and replaced, and the leads were repositioned due to them moving during the replacement of the anchors.